Event description:
It was reported that during a coronary-drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located at a bend in the highly calcified left anterior descending (lad) artery. The physician successfully deployed an unspecified bsc stent in the lesion. The operator wanted to place a 2.5x20mm taxus liberte stent distally to overlap the just placed stent. The taxus liberte stent delivery system (sds) was advanced, but resistance was met at the bend in the lesion. Upon pushing the sds forward, the distal edge of the stent pulled back and frayed on the guide catheter. The damaged device was removed and the procedure was completed with another of the same size taxus liberte. No pt complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).